Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). A sorin group field service representative was dispatched to the facility to investigate. The reported issue was confirmed and the hinge pin was found to be missing. A new variolock clamp was provided and subsequent testing did not identify further issues. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the clamping mechanism for the variolock clamp of the s5 roller pump was loose and the fixing pin appeared to be missing. This issue was discovered during in-service. There was no patient involvement.